Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a confirmed overdischarge. They believe the patient had only charged once since device was implanted. Power on reset (por) had appeared and patient is now charging with excellent quality. The troubleshooting steps that were taken on the call resolved the issue. No patient symptoms were reported.